Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was reported that the patient is currently undergoing radiation therapy for cancer.